Event description:
It was reported that pump displayed altitude alarm and suspended insulin delivery even though pump was used within validated altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to gently clean speaker openings, remove and reconnect cartridge, and wait for insulin delivery to resume, after which pump returned to normal operation without recurring alarms, and customer received guidance on preventing future altitude alarms.